Event description:
It was reported that the patient presented for a pacemaker upgrade procedure. Pre-operative interrogation showed that the right atrial (ra) lead exhibited high capture threshold and a decrease in the p-wave amplitude. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.